Event description:
It was reported that balloon rupture, deflation failure, catheter removal difficulty, shaft break and hemorrhage occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified arterial side of a shunt anastomosis. A 3.5-4/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. It was noted that the balloon also failed to deflate and severe resistance was felt on the sheath insertion upon removal. When the sheath and the balloon were pulled out together, the catheter got separated from around the balloon part of the device. The separated tip protruded from the puncture site and was removed entirely from the vessel using forceps. However, it took time to restrain hemorrhage. No additional dilatation was performed and the procedure was completed. No further patient complications were reported. The patient was discharged and the patient's status was good.

Manufacturer narrative:
Device evaluted by MFR: the device was received in two sections as a result of a shaft break. An examination of the balloon found a complete balloon circumferential tear. The tear was located at approximately 5mm distal from the proximal bond. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. The balloon material was severely bunched. The device was received in two sections as a result of a shaft break. The distal end of the shaft was severely stretched and the break was located at approximately 10mm proximal to the distal balloon bond. The break is consistent with excessive tensile force having been applied to the shaft. As a result of the distal shaft stretching the proximal markerband was free moving along the shaft. An examination of the proximal and distal markerbands identified to damage to the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, deflation failure, catheter removal difficulty, shaft break and hemorrhage occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified arterial side of a shunt anastomosis. A 3.5-4/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. It was noted that the balloon also failed to deflate and severe resistance was felt on the sheath insertion upon removal. When the sheath and the balloon were pulled out together, the catheter got separated from around the balloon part of the device. The separated tip protruded from the puncture site and was removed entirely from the vessel using forceps. However, it took time to restrain hemorrhage. No additional dilatation was performed and the procedure was completed. No further patient complications were reported. The patient was discharged and the patient's status was good.